Event description:
The pt reported she is unable to establish communication with her scs ipg using her charging system and pt programmer after not charging her scs system for at least 3 months. The pt also reported she has not used her scs system since (B)(6) of 2012. No add'l info is available at this time.

Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.